Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low percentage of bi-ventricular resynchronization. During a patient follow up, it was noted that the maximum right ventricular (rv) and left ventricular (lv) pacing percentage could not be achieved, that several premature ventricular contractions (pvc) were present, and that lv sensing suddenly decreased. Boston scientific technical services (ts) reviewed data from the device and observed that the rv sensed events arrive with variable intervals after atrial paced events, and that the intrinsic conduction could have variability, however, some rv sensed events arrive very shortly after atrial paced events. Ts explained that the morphology of those rv sensed events are similar, which does not seem to be pvcs. Some hypotheses are that spontaneous atrial events might not be sensed, rv sensed events might be intrinsic conduction from atrial spontaneous events, or that this is related to junctional rhythm. As a result, ventricular pacing has been inhibited on different scenarios. Ts also found that the atrial pacing percentage has drastically changed, which could be attributed to patient dependency or a ra lead sensing problem. The device was reprogrammed, and troubleshooting steps were provided in order to determine the root cause of the reported observations, including a guide to assess right atrial (ra) lead integrity and further reprogramming options if applicable based on the findings of the evaluation. An in-clinic follow up was scheduled. No adverse patient effects were reported. The lv lead remains in service.